Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The analysis/eval uation of the returned equipment did not identify anything that would have caused or contributed to the reported event of during intra-operative use. The unit failed to alarm when the rem pad was improperly installed, resulting in harm and burns to the doctor. It was reported that the unit failed to alarm when the rem pad was improperly installed. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of the monopolar 1 receptacle was damaged, that has no relationship to the reported condition. The most likely cause was traced to device design. Another unreported condition was identified: of the monopolar 2 receptacle internal pogo pins were corroded and damaged, that has no relationship to the reported condition. The most likely cause was component failure. Another unreported condition was identified: of the touchscreen had deep dents and scratches, that has no relationship to the reported condition. The most likely cause was not established. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-operative use the unit failed to alarm when the rem pad was improperly installed, resulting in harm and burns to both the patient and the doctor.

Event description:
It was reported that during intra-operative use, the unit failed to alarm when the rem pad was improperly installed, resulting in harm and burns to the doctor. The burn was located to the surgeon's index finger with approximately 1 mm in size.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.